Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead had an infection, dehiscence, pain and swelling. Reportedly, the patient had a discomfort and edema. No additional adverse patient effects were reported. The lead was explanted.